Event description:
It was reported that pre-op, it was found that the system had intermittent connectivity issue with wired and wireless. Trouble shoo ting was attempted by trying to restart the system and trying to connect, but due to some reason unable to connect especially some theatre. The procedure was completed using nim 3. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01; product description: patient interface nim4cpb1 nim 4.0; serial number: unknown; UDI: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the incoming inspection confirmed the reported event since the console do not recognise the test patient interface when docked in bay 1. The display separating from the bezel. The display, bezel and power management board require replacement. H6: previous codes b17, c20, d16 are no longer valid. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01; product description: patient interface nim4cpb1 nim 4.0; serial number: (B)(6); UDI: (B)(4). Analysis of the concomitant product (nim4cpb1 nim 4.0) found that the patient interface could not establish wired connection with test console. The main board is required to be replaced. Applicable code for concomitant product (nim4cpb1 nim 4.0) - a0908, b01, c02, d1102, e2403, f2601, g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.